Manufacturer narrative:
Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks. (B)(4).

Event description:
It was reported that the patient called to report that the transmitter would not power on. The unit would be replaced.

Manufacturer narrative:
Failure event observed during analysis.